Manufacturer narrative:
Title: comparison of angiography and echo findings with gross findings of acuseal graft source: 68th annual meeting of the japanese society for dialysis therapy p-2-027. Device lot/serial information could not be obtained, however, multiple attempts were made to request. Therefore, no manufacturing evaluation could be performed. The device was not returned. Consequently, a direct product analysis was not possible. According to the gore® acuseal vascular graft instructions for use for: complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: thrombosis and mechanical disruption or tearing of the suture line, graft, and/or host vessel. Technical information: in the event of graft occlusion, established vascular prosthesis revision procedures should be considered. Appropriate revision procedure selection should be determined by the physician based on the specific case requirements. Additionally, puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: title: comparison of angiography and echo findings with gross findings of acuseal graft source: 68th annual meeting of the japanese society for dialysis therapy p-2-027 the patient was male in his 70s. Due to end-stage renal failure with diabetic nephropathy as the primary disease, a gore® acuseal vascular graft (acuseal) was implanted to his left elbow and he was introduced to dialysis. Within six months of induction, four thromboembolisms in the acuseal occurred, and each time thrombolysis with urokinase and pta were performed for revascularization. A flap-like structure was seen in the acuseal at the time of angiography, but it did not disappear with pta. Echo also showed a suspicious finding of acuseal intimal damage at the same site. Approximately one year later, the acuseal was removed and another graft was newly implanted because of thromboembolization within the acuseal. The removed acuseal had an intimal damage at the puncture site and had a large amount of fibrin-like material attached to it.